Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The product quality problem (polymer damage) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for this lot. The investigation was unable to determine a cause for the polymer damage, (break, cut, twisted). It may be possible that the wire was damaged during the insertion process or due to interaction with associated devices during use, however this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the coating of the command 18 guide wire was noted to be curled. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the polymer on the core of the command 18 guide wire was separated and torn. No additional information was provided.